Manufacturer narrative:
The testing of the quality control laboratory confirmed the correct function of the complained lot of anti-human globulin, anti-igg solidscreen ii. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Event description:
The customer complained false negative reactions of a proficiency sample containing anti-e. Customer provided three tango customers proficiency material for antibody screen test on tango. One of the proficiency samples ((B)(6)) contained anti-e. That antibody was not detected by tango customers.